Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. The customer also reported infusion sets not adhering and falling off. The customer declined to provide further information. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.